Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert. When they presented to clinic, interrogation of the implantable cardioverter defibrillator revealed that the device was in backup mode due to communication between the remote monitor and the device. The original settings were restored, and the patient was asymptomatic and in stable condition.